Event description:
Reporter indicated that she had difficulty interrogating patients' devices. Troubleshooting was performed on the programming wand and it did not resolve the issue as additional information provided later indicated that the handheld device was freezing upon interrogation. No additional troubleshooting was performed. The physician's programming system was replaced and the old programming system was sent to the manufacture for analysis; however, device evaluation has not been completed.